Manufacturer narrative:
Method: the device was received for analysis. A visual observation, infusion verification, flow rate accuracy test, pressure pot test and an occlusion/no flow test was performed on the device. Results: the pump was refilled with saline to the nominal value of 100ml. Infusion was verified and the flow accuracy test was performed. After 37+ hours of testing, the pump yielded a flow rate of 1.96ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The flow restrictor yielded a flow rate of 2.09ml/hr, which is within specifications with a +/-15% tolerance. Conclusion: the investigation summary concludes that a fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. Based on the device history record review for the reported lot number, the production lot met all manufacturing and quality specifications prior to release. A technical bulletin has been sent to the customer regarding factors that affect flow rate (tb-factors affecting flow rate, homepump ambulatory infusion system, homepump c-series) information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Please reference:(B)(4). Fill volume: 95ml; flow rate: 2ml/hr; procedure: chemotherapy cathplace: port; infusion started: (B)(6) 2015 at 1200; infusion ended: (B)(6) 2015 at 0600. It was reported that there were four incidents with four pump's infusions ending sooner than expected. Two incidents occurred with the use of the 100ml pumps. Incident #2 of 2: the patient was having a 4th cycle of chemotherapy. The patient returned to the clinic to have the pump disconnected earlier than scheduled. No adverse event occurred in connection with the reported incident. The device is available for return.